Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that upon removal the tampon pulled apart. She is fairly confident that no pieces remain and did not seek medical attention. She states that she has not had any problems and feels fine. No further information is available at this time.